Event description:
Boston scientific crm received information that this local representative contacted technical services to report that this implantable transvenous left ventricular (lv) lead was exhibiting high pacing thresholds (6.5 volts at 0.5 ms or greater in all lead configurations), lv electrogram noise and greater than 2000 ohm lv pacing impedance measurements. The physician suspects a conductor fracture and the patient has been scheduled for an invasive procedure to replace the lv lead. The lead was explanted and replaced without incident. The intact lead is enroute to boston scientific's post market quality assurance laboratory for testing.

Manufacturer narrative:
Upon receipt, visual inspection of a complete lead found dried body fluid through the lead lumen. The conductor coils were deformed (60 and 235mm from the terminal pin). It appears that this damage was caused by a grasping tool during the extraction procedure. The lead was put through and passed a series of diagnostic tests that verified the insulation integrity and electrical continuity of the lead. The clinical observations of high pacing thresholds and greater than 2000 ohm pacing impedance could not be confirmed as electrically the lead was found within specifications.

Manufacturer narrative:
To date, the lead has not been returned for laboratory testing.